Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the gripper actuation issue and gripper line break. It was reported that this was a mitraclip procedure to treat tricuspid regurgitation (tr) with a grade of 5+. The clip delivery system (cds) was advanced to the valve however when attempting to grasp the leaflets, it was noted the gripper without the dimple was not moving. Troubleshooting was performed however was unsuccessful therefore the cds was removed. Once outside the anatomy, it was noted the gripper line was broken where you advance and retract the lever. The procedure was continued with three clips implanted, reducing tr to 2-3. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The returned device analysis did not confirm the reported break in the gripper line. The analysis of the complaint device was not able to test the reported difficult to open or close (single gripper actuation) as the device was returned disassembled and the collet was not returned. The gripper line was observed to have possibly slipped from the collet. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not identify a lot specific issue. The mitraclip system instructions for use (IFU) states: the mitraclip g4 system is indicated for the percutaneous reduction of significant symptomatic mitral regurgitation (mr >=3+) due to primary abnormality of the mitral apparatus [degenerative mr] in patients who have been determined to be at prohibitive risk for mitral valve surgery by a heart team. There is no indication that the off-label use of the mitraclip device in the tricuspid valve influenced the reported events. A definite cause for the reported break in the gripper line could not be determined as the break was not confirmed. The observed kinks in both gripper lines, scratched material (one collet screw) were effects of the reported gripper actuation issue and procedural conditions at that time as the user attempted troubleshooting the issue possibly leading to kinks, scratches on the components. Additionally, the observed separated components (gripper lever, gripper lever cover, gripper lever caps, one collet screw) was due to user technique/procedural conditions as the user suspected a broken gripper line and attempted to troubleshoot the reported gripper actuation issue by disassembling the gripper lever components while searching for the broken piece. The observed missing collet was also due to procedural circumstances as this was not returned to abbott. The investigation determined that the observed gripper line slip from the collet resulting in the reported difficult to open or close (single gripper actuation) issue appears to be related to a potential product issue. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.